Event description:
Customer reportedly received results of 350 mg/dl and 83 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms were reported with these results; customer was able to self treat. No adverse event reported. Requested return of suspect device, however customer no longer has test strips; replacement was sent.